Event description:
Additional information was provided that the device was later explanted due to normal battery depletion.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) was going to be traveling out of the country for one month. The charge time and battery voltage were questioned along with the midlife display of replacement indicators advisory, and a longevity estimate was requested. Boston scientific technical services (ts) discussed the advisory and longevity. Additional information was provided that elective replacement indicator (eri) was later reached due to a charge time (CT) of 19.7 seconds and the battery voltage was 2.59. The replacement timeframe was questioned. Ts discussed that eri was triggered by CT and discussed eol by CT behavior. Ts advised to schedule the device replacement. No adverse patient effects were reported.

Manufacturer narrative:
At this time this product has not been returned to boston scientific for analysis. This investigation will be updated should further information be provided.

Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.